Event description:
During product evaluation, failure code 570 was found in the pump's event history. It is unknown whether there was any patient injury or medical intervention necessary according to the hospital representative.